Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the inspiratory tidal volume is too high and cannot be adjusted with calibrations. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion factory service technician inspected the gas delivery engine (gde) and was not able to duplicate the reported issue. The monitored and delivered volumes were tested and the volumes are within specification. No further investigation is needed. This reported issue will be tracked and internally investigate the situation.